Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation : the device was returned to animas and evaluated by product analysis on 6/24/16 with the following results: the battery compartment and battery capo are undamaged and able to fit securely, the pump powers up with auditory and vibration to a blank screen. The reported ¿blank screen¿ complaint is duplicated, the pump¿s cover was removed, no intermittent condition was found to the display circuit or to the printed circuit board. Alarm history shows multiple consecutive ¿cs054/cs052/cs012¿ alarms on (B)(6) 2016. Technical analysis revealed a slave processor failure.